Event description:
It was reported that laser bacterial reduction treatment was performed around the implant at tooth location #19 due to infection. The implant remained implanted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided . G4: PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information to retract the initial report, MFR report number 0002023141-2023-01816 as the device is not a zimmer/biomet product as the customer had initially reported. Upon product evaluation and customer follow-up, it was determined that the reported implant is a 3rd party device and zimmer/biomet does not have reporting responsibility. As a result, the prior submission for MFR- 0002023141-2023-01816 submitted on july 7, 2023 is no longer considered a reportable event by zimmer/biomet and no further reports will be submitted for this event. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Upon product evaluation and customer follow-up, it was determined that the implant associated with this event is a 3rd party implant. As the device is not manufactured by zimvie, this event is no longer reportable.